Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for the call was the patient reported they had surgery a little over a week ago to correct the floor of their uterus that had been falling out and they had to turn therapy off for that procedure. The patient said they wanted to ensure therapy was back on and they needed to readjust their bladder stimulator because they were experiencing urinary incontinence and were having to wear diapers and constantly changing their panties. The patient said after the surgery they would get up and urine would just gush out. During the call the patient was able to successfully connect with their implant, therapy was on. The patient increased stimulation to a comfortable level. The patient said they had pain in their bicycle seat area from the surgery still so it was hard to tell where to increase the stimulation to. The patient was redirected to their healthcare provider to further address the issue.